Event description:
In sept 2004, kinetikos medical, inc. Was informed of the explant of a spider wrist fusion system implant from a pt owing to pain. The explanted plate and bone screws were not returned to kmi for evaluation, and were not reported as defective. In sept 2004, kmi received notification that an explant of a wrist fusion system from a pt in 2004 by dr. The explant was performed to address pain caused by non-union. The original date was 2003. A product report was initiated in compliance with kmi's corrective action system. A failure investigation was conducted; first, to determine whether this incident was reportable under the medical device reporting regulation and determine if possible, the root-cause of the problem and prescribed a corrective action, if required. Details were reviewed to determine if the event is reportable.